Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The vad coordinator reported that the patient stated that the controller alarmed. The patient stated that "the ac power light was flashing" so he removed it and connected a battery. He then removed the battery on the other side and placed the ac power cable there. At that time an alarm sounded and the patient said that he felt his lvad stop. He quickly exchanged the controller. The controller exchange was tolerated without issue and there was no reported patient injury. The controller will be returned to the manufacturer for evaluation. Investigation is ongoing.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Log file analysis showed a vad stopped alarm on the day of reported event. At the time of the alarm two charged batteries were connected to the controller. No problem with the controller could be confirmed in bench testing. The controller was in use when the reported event occurred. The cause for the pump stop was likely due to the patient disconnecting the drive line. No failure found. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.